Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and myofascial pain syndrome ("myofascial pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myofascial pain syndrome (seriousness criterion medically significant) and multiple allergies ("allergies"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the pelvic pain and myofascial pain syndrome outcome was unknown. The reporter considered multiple allergies, myofascial pain syndrome and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and myofascial pain syndrome ("myofascial pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), myofascial pain syndrome (seriousness criterion medically significant) and multiple allergies ("allergies"). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the pelvic pain and myofascial pain syndrome outcome was unknown. The reporter considered multiple allergies, myofascial pain syndrome and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.